Manufacturer narrative:
The facility did not request to have the system checked and have continued to use the system with no further reports. No samples were returned for evaluation. The event was evaluated and it was noted that if the irrigation line did indeed come loose, then the anterior chamber would have collapsed immediately. To detect insufficient irrigation, the system is equipped with the irrigation pressure sensor, although the settings detecting irrigation pressure drop may be disabled.

Event description:
The customer reported that during phaco the irrigation line came loose with a posterior capsule tear noted. The irrigation line had been checked by 2 technicians prior to surgery. The incident occurred when the nucleus removal was almost completed. The chamber completely collapsed and the phaco tip entered the posterior chamber capsule due to the irrigation line coming off. An anterior vitrectomy was performed with the peripheral iridectomy completed. The surgeon reattached the irrigation line and the case was completed. Postoperatively, there is a vitreous strand present, with some retained cortex. The patient received diamox and was treated with a subtenon's steroid injection. The patient was referred to a retinal specialist.